Event description:
It was reported that pump touchscreen was cracked and shattered, although customer was still able to use pump and cause of damage was unknown. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate method if needed, while technical support arranged a replacement pump under warranty, confirmed shipping details and signature requirement, provided instructions for storage mode and returning damaged pump within 10 days, and advised customer to program pump settings and connect continuous glucose monitor on replacement pump.